Event description:
It was reported that; trial handle tip of knob or trial handle broke off during surgery. 2 tabs, one may have already been missing, other may have off. During surgery while inserting the trial, the surgeon softly impacted the handle and the tip of the knob, where the handle connects to the trial, broke off. One tab of the instrument may have already been missing. The other tab fell off during this surgery and was successfully retrieved. While using the second back up handle, when the handle was taken off to take an x-ray, metal fragments came off. There were no adverse consequences to the patient. Surgery was successfully completed with the second trial handle. Both instruments were previously used successfully. Rep had the set for 2 weeks and it was used 3x successfully.

Manufacturer narrative:
No relevant manufacturing issues were found. The device was inspected and sign of usage and impaction on the handle end were observed. It's confirmed that the handle tulip fractured. Conclusion: therefore, the most likely cause of the reported event was determined to be the overload during long-term usage.

Event description:
It was reported that; trial handle tip of knob or trial handle broke off during surgery. 2 tabs, one may have already been missing, other may have off. During surgery while inserting the trial, the surgeon softly impacted the handle and the tip of the knob, where the handle connects to the trial, broke off. One tab of the instrument may have already been missing. The other tab fell off during this surgery and was successfully retrieved. While using the second back up handle, when the handle was taken off to take an x-ray, metal fragments came off. There were no adverse consequences to the patient. Surgery was successfully completed with the second trial handle. Both instruments were previously used successfully. Rep had the set for 2 weeks and it was used 3x successfully.